Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a hole in the tubing of the patient line extension was observed. Leak testing was performed and a leak was observed from the hole in the tubing. Clear passage testing was performed and no issues were observed. The reported condition was verified. The cause of the condition could not be determined, however there were puncture marks around the hole which appeared to be chew marks possibly caused by pest or pet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ the date of the leak occurred either 1/9/2024 or 1/10/2024. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set was leaking from punctures in the tubing line. The leak was discovered after therapy was complete. The patient was connected for therapy at the time of the leak. There was no report of patient injury or medical intervention associated with this event; however, the patient received prophylactic cefazolin (intraperitoneally, 1.4g, 6 hour dwell for three days) and tazicef (intraperitoneally, 1.5g, 6 hour dwell for three days). No additional information is available.